Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked on lower left front corner of top case and cracked on left plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing were performed. The customer's reported problem was confirmed. According to the investigation motor rate error was found during occlusion test. This was caused by combination of the pump motor assembly, worm gear, leadscrew and clutch halves which were found old, dirty and worn out due to normal wear. Service's replaced the pump motor assembly, worm gear, leadscrew and clutch halves for preventive due to normal wear (m75812 was about 10 years old). Performed pm maintenance and all functional testing which passed. The problem source of the reported problem is normal wear.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited motor not running error. No reported adverse effects.